Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit needs new rear casters due to flat spots making the machine click and bounce while moving. Ground lug on power cord missing. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- d5 (operator of med. Device). A getinge field service engineer (fse) replaced casters and power cord. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: power cord reel and caster. The failure analysis and testing dept. Performed a visual inspection and found power cord reel to have a broken off ground blade. Caster has a caster with a flat spot and damaged parts. Please see attachments. Retaining the parts in the fat dept. Per procedure.